Event description:
Event description guidant/crm received information that this endotak dsp lead was removed from service because the shock ECG was very disturbed, especially when manipulating the pocket. At the time of the revision the physician noted the is-1 pin was damaged. This damage was enforced during the removal procedure. The is-1 pin was removed, and will be returned for analysis. The remainder of the lead was capped off. Also noted at time of removal the lead was originally fixed near the punction area with a ligature without a suture sleeve. The suture had compressed the inner lead bodies. An endurance ez lead was implanted without issue.